Event description:
The facility representative reported a flogard infusion pump with a 35 failure code. It is unknown when and in which area this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported f-35 was confirmed but not reproduced during evaluation by technical services. The cause was not identifed and no repairs were required to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.